Event description:
A customer reported getting error message "2017 substrate purge failure" on the aia-360 analyzer. The customer has primed all the reagents and verified the substrate tubing is in place. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the analyzer print out, but could not reproduce error. Fse resolved the complaint by replacing the 3 way solenoid valve for the waste port. Fse validated analyzer by performing daily check, calibration and quality control runs without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(4). There were no other similar complaints found during the searched period. The aia-360 training manual under tab 8: troubleshooting states the following: [2017] substrate purge failure is generated when no substrate was dispensed at daily maintenance. The operator is instructed to check substrate level and replace as necessary, repeat daily maintenance the most probable cause of the reported event is due to failure of the 3 way solenoid valve.